Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there has been a slow decline in bipolar impedance over the past several years, from initial impedance of approx. 800 ohms to 260 ohms, unipolar impedance is 360 ohms. The lead remains in use. No patient complications have been reported as a result of this event.